Event description:
Per the patients surgeon, the patient underwent surgery on (B)(6), 2006 to complete soft tissue debridement due to skin overgrowth around the abutment site.

Manufacturer narrative:
(B)(4): implanted device remains.